Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: the instrument arrived decontaminated. There was a visible inspection of the jaw, there were no abnormalities found, such as burned or charred peak. The mechanical function of the device was inspected, the clamping and the cutting function worked well. The instrument was connected to a generator and the electrical function was checked; results are: test step: generator announcement: result: activation with open jaw, "regrasp open", o.k. Activation with wet tissue, "sealing", o.k. Activation with closed jaw, "regrasp short", false. Activation with tin-foil in jaw, n.a., n.a. The "regrasp short" error message during the activation with the closed and empty jaw (without any tissue) indicates there was contact between the lower and the upper jaw. This is not correct; the message should have read "regrasp open" therefore showing no contact between the upper and lower jaw. A microscopic inspection was performed on the closed jaw. The gap between the electrodes at the proximal ends in undersized. The distal end is within specification. The manufacturing documents have been checked and found to be according to specification valid during the time of production. Based on the information available as well as a result of the investigation, root cause of the failure is most probably production related. Final conclusion: complaint is justified. Corrective action has been initiated for improvement of durability of the insulation tongue as well as assembling process improvement (internal CAPA number 100003160).

Event description:
Country of complaint: france. It was reported that during a coelioscopy radical prostatectomy, the caiman device did not activate sealing. There was no patient injury reported, however, it is reported that there was a surgical delay of 30 minutes. Two devices were returned for investigation; both are the same item number/same lot number. Two reports were filed to accommodate each returned device, this includes: med watch 2916714-2016-00704, med watch 2916714-2016-00782.